Manufacturer narrative:
A beckman coulter field service engineer (fse) provided phone support to the customer. During troubleshooting, the customer found moisture at bottom of flow cell and the retainer nut threads were damaged. Fse sent retainer nut to the customer and informed customer to perform daily maintenance. The customer informed the fse that they had replaced the retainer nut and performed daily maintenance which resolved the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer alleged multiple erroneous erratic and suppressed (no value) patient result for ise (ion selective electrolyte) and glucm (modular glucose) were generated with multiple errors on their unicel® dxc 800 instrument. The customer stated that the erroneous patient results were not reported out of laboratory. There was no affect to patient treatment in connection to the event. Quality control was within specification prior to event. The customer provided data for fifteen (15) patient samples. Patient demographics were not provided.